Event description:
It was reported that while the device was in use, an occlusion alarm was activated. In response, the patient replaced both the cassette and the infusion set in an attempt to resolve the issue. The patient also noted that the cannula appeared "all wadded up" when it was removed. There was no patient injury.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. As no lot number was provided, no review of device records could be conducted. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.